Manufacturer narrative:
Reviwed product release and found no discrepancies. Cs29 passed visual inspeciton. Cut ring did show normal signs of knif e penetation. Staple pockets showed normal signs of staple formation.

Event description:
Lap sigmiod resection procedure. Cs29 dlu was attached, calibrated, passed trans-anally and got into firing range. The dlu was fired and pc displayed "firing cycle complete" message and two completed donuts were formed. The anastomosis was leak tested and a leak was discovered. The anastomosis fell completely apart as it opened up completely and another resection was needed to reconnect the bowel. Another device was used to complete the case.